Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the springs from the essure device were noted on the patient's right ostia, embedded in the uterine wall.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abnormal uterine bleeding and fibroids. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced eczema ("rash/skin condition type: eczema"). In (B)(6) 2017, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and anaemia ("blood or heart disorder/condition type: anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and iron. Essure (ess205) treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, eczema, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), anemia, general abnorm. Bleed, bladder infection, vaginal infect and vaginal discharge. Discrepancy noted in essure nsertion date: previously reported as (B)(6) 2007, current pfs: ??-(B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: the springs from the essure device were noted on the patient's right ostia, embedded in the uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the springs from the essure device were noted on the patient's right ostia, embedded in the uterine wall.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abnormal uterine bleeding and fibroids. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced eczema ("rash/skin condition type: eczema"). In (B)(6) 2017, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and anaemia ("blood or heart disorder/condition type: anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and iron. Essure (ess205) treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, eczema, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), anemia, general abnorm. Bleed, bladder infection, vaginal infect and vaginal discharge. Discrepancy noted in essure insertion date: previously reported as (B)(6) 2007, current pfs: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: the springs from the essure device were noted on the patient's right ostia, embedded in the uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient medical history, event: the springs from the essure device were noted on the patient's right ostia, embedded in the uterine wall. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.